Event description:
It was reported that the atrial lead has had an impedance jump two times that was high. The lead impedance has also fluctuated at times. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead, 2007 (B)(6); 4194 implantable pacing lead, 2007 (B)(6); d284trk implantable cardioverter defibrillator, 2011 (B)(6). (B)(4).